Event description:
Reportedly, two devices - a 23 mm aortic valve and a 27 mm mitral valve were explanted after an implant duration of approximately 4 years 11 months due to regurgitation. The customer reported the following: "after device been implanted, in the 4 years ultrasound scan showed valve status are fine. In a few days before [explant], patient felt difficult to breath, so go to the hospital for treatment, after diagnosis, found mitral valve has backflow. After that, both valves have been explanted and put to hold status in the hospital. New valves have been implanted due to found aortic valve leaflet has a hole and mitral valve leaflet tears already. Attached pictures please find details."

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No patient information has been provided. These devices will not be returned as they are being retained by the hospital as evidence. Operative report and echocardiography has been requested but not provided. Pictures provided are of the aortic valve only and are under review. Additional photographs have been requested.